Event description:
It was reported that the patient had two implants. She experienced shocks, tingles, pain jolts in her legs and feet, and could no longer wear shoes. She experienced back aches, low grade fevers, shingles, sleep disorder, and blisters on the sites of the implants and wires. A physician assistant told the patient she had auto immune problems from the devices. The patient tried reprogrammings, but still experienced health deterioration and mental and physical pain. The patient wanted to have the device removed but could not find a doctor to remove it. Unable to follow-up with contact information provided, no additional information was obtained.